Manufacturer narrative:
Additional narrative: patient weight is unknown. This report is for three (3) unknown 3.5mm cortex screws. Date of original implant procedure is unknown. Per facility, the complainant part(s) will not be returned for review/investigation. Unknown, as specific part and lot numbers for the complainant screws is unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal with revision procedure on (B)(6) 2015. The procedure was performed after four (4) broken screws and a non-union were identified. The date of the original procedure, treatment for a right (r) distal tibia fracture, is unknown. The surgeon felt that the resulting non-union was due to the patient¿s health status (overweight) and poor bone quality, not the implants themselves. During the revision procedure, the four (4) broken screws (one 3.5mm locking screw and three 3.5mm cortical screws) and one (1) intact locking compression (lcp) anterolateral distal tibia plate were removed. Some screw fragments remained in the patient, however, no surgical delay was noted. The plan was to revise the patient with a new straight plate and screws. This report is for three (3) unknown 3.5mm cortex screws. This report is 2 of 3 for (B)(4).